Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial; dry with residue on product. Visual inspection found haptic torn and residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens, -13.0 diopterwas implanted into the patient's right (od) eye on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with an alternate lens, the surgeon reporting that it looks like there is a scratch on the lens. It is supposed by the surgeon that it broke during loading and was caught by the cartridge/injector. The cause of the event is reported as unknown.